Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was noted that the lead had high impedances and had migrated as confirmed via fluoroscopy. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the facility.